Event description:
Customer's husband reported that the device used to implant the cannula had been misplaced. Caller reported that the customer had a blood glucose level of 495 mg/dl that was treated with a bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).